Event description:
It was reported that the pump screen would not turn on, and an undefined malfunction was suspected. The customer declined to provide their blood glucose level at the time of the issue, so no specific impact was reported. Tandem customer technical support (cts) arranged for the pump to be replaced and confirmed the customer's shipping address for delivery of a new pump. The customer was instructed to return the defective pump within 10 days using a pre-paid label and return box.